Event description:
Patient reported a right side "had been experiencing many physical symptoms since silicone breast implant surgery and that, in addition to the pain, there was also tiredness, inappetence, emotional lability, insomnia and arthralgia" and concerns with the product. Later, it was reported myalgia, not device related. Recently, legal representative reported "asia syndrome", "various inflammations", capsular contracture, ¿signs of silicone gel leakage", and "silicone-induced granuloma". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "silicone-induced granuloma", ¿signs of silicone gel leakage".